Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the spring was broken and o-rings were missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the spring on the hand control device was broken. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.